Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that bipolar and monopolar energy activation was not working on the integrated electrosurgical unit (iesu) erbe vio generator. According to the report, the generator made a tone when activated, but there was no energy at the instrument tip. Tse recommended reseating or replacing the cautery cords for bipolar and monopolar. Initial troubleshooting was performed by replacing the instrument energy cords and the bipolar instrument; however, the issue persisted. User noted that the monopolar cord was replaced an additional time, the monopolar activation worked momentarily and then quit. The customer power cycled the da vinci system and the generator and the issue persisted. Tse suggested using an alternate generator, but no other generator was available. Due to the recurring issue, the surgeon made a decision to convert the procedure to laparoscopic surgery. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse performed a replacement of the integrated electrosurgical unit (iesu) erbe vio generator. The iesu generator has been returned for evaluation but the reported failure of cautery issues could not be reproduced. The generator was tested with in -house instruments. All instruments passed recognition, and cauterization (energy activation) was confirmed multiple times during testing. The customer reported issue was not reproduced during this failure analysis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A remotefe log review confirmed that the partial nephrectomy procedure on 08-apr-2022 was performed on system sk2872. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to an issue with bipolar and monopolar cautery not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. Follow-up was attempted, but the patient information in was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.